Event description:
It was reported customer's mother was changing out reservoir and the buttons on the insulin pump were not working. She took out the battery, reinserted it, and it engaged the reservoir chamber, the piston extended. None of the buttons were working the device just kept beeping. Customer's blood glucose was 202 mg/dl. Customer's mother reported she did not recall any significant event that may have caused the device to alarm. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked case near display window corners noted. No button response due to moisture damage on the keypad traces.